Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted concurrently with total abdominal hysterectomy, paravaginal repair with cystoscopy and tension free vaginal taping with cystoscopy due to pelvic organ prolapse, cystocele, pelvic pain and stress urinary incontinence. Following insertion, the patient experienced pain, discomfort, urinary incontinence, pelvic organ prolapse and pain during sexual intercourse. (B)(4).